Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD) which reached elective replacement indicator (eri) five years after the implant and triggered a battery depletion alert. The device was explanted and replaced. This device is not expected to return. No additional adverse patient effects were reported.